Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this caller reported an atrial fibrillation (af) monitor episode with odd sensing. A review of the stored data, the episode in question and the presenting data and identified misaligned markers in the af episode and then in the presenting data the markers were in alignment. A boston scientific technical services consultant discussed the reported clinical observations and as the presenting data is showing normal sensing then the device is functioning appropriately. No adverse patient effects were reported.